Manufacturer narrative:
The pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The spanish software anomaly alarm was in the history due to corrupted history file. The pump was received with minor scratched display window. The pump was received with cracked case at display window corner. The pump was received with cracked battery tube threads. The pump was received with broken reservoir tube lip, cracked reservoir tube, and broken belt clip slot.

Event description:
It was reported that the customer received spanish software anomaly alarm. The customer's blood glucose level at the time of incident was 142.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.